Manufacturer narrative:
The used device could not be analyzed since it was discarded by the user facility. Manufacturing and quality control records were also unable to investigate since the lot number was unavailable. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". We decided to report this incident since we consider blood leak from the arterial header is an incident which might cause serious injury to the patient.

Event description:
On (B)(6) 2018, the patient was given the treatment with hemodialysis (hd) using rexeed-25s. The treatment was given with 2000u/hr of maintained heparin. Because an arterial pressure alarmed several times during three hours of the treatment, additional 1000u/hr of heparin was prescribed and blood flow rate was decreased. The arterial pressure alarmed again and when the nurse went over to turn off the alarm, blood leak at the arterial header of the dialyzer was found. The patient's blood was unable to return. Patient did not have any issues after the incident.